Manufacturer narrative:
(B)(4).

Event description:
The pt wasn't doing well after lithotripsy to remove a kidney stone. The pt had more muscle tone than usual and she was clenching her fist. Her blood pressure was up and she wasn't as alert. The pt was admitted to the hospital. The pt had a history of being "septic" after the procedure, so the rptr didn't think it was a pump issue. The device system was used to deliver baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.